Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, difficult to inflate and bulge cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue, difficult to inflate and bulge, which include but are not limited to a defective components, device malfunction that could lead to lacking of rigidity causing a bulge on the cylinder. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). The ambicor IFU lists altered therapeutic response as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an ambicor penile prosthesis (app) placed five years ago. There was no patient complications, however, the device was presenting mechanical issues as it would not inflate properly due to an aneurysm in the right cylinder. A replacement surgery was performed to address the problem, the ambicor was replaced by an inflatable penile prosthesis (ipp). There was no further complications.